Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached at the quick release. Reportedly, when she opened the packet on the infusion set, it was found that it was detached completely from the line and it was unusable, and she discarded that set. The blood glucose was reported to be high. No further information available.